Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected; no foreign matter(fm) was observed but 2 out of the 100 retains inspected had gel air bubbles. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles based on the retention sample review. This complaint was unable to be confirmed for foreign matter. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported before use that the bd vacutainer® pst¿ gel and lithium heparin (n) 56 units had foreign matter inside the tube and air bubbles in the gel. There was no health impact or consequences reported.